Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column) resulting in air embolism could not be determined; however, air embolism is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After inserting the steerable guide catheter (sgc) into the anatomy, a loss of fluid column was observed and air was noted in the guide and the left atrium. Aspiration was performed to remove the air and the sgc was replaced with another to continue the procedure. One clip was implanted without further issues, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.